Event description:
It was reported that after completion of an ion endoluminal lung biopsy, a patient experienced a pneumothorax. A chest tube was placed to resolve the pneumothorax. In addition, the patient was hospitalized. The physician informed intuitive surgical, inc. (Isi) that due to the close proximity of the nodule to the pleura, the likelihood of a pneumothorax is increased. According to the physician, there was no ion system and the physician was able to complete the procedure. A routine chest x-ray was performed after the procedure and revealed a pneumothorax. The size of the pneumothorax was unknown. The chest tube resolved the pneumothorax and the patient was discharged home after 2 days of hospitalization. There are no images or videos available for review.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an isi senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax. As a result, a chest tube was placed to resolve the pneumothorax and the patient was hospitalized for 2 days. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.